Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related medwatch reports - 2210968-2021-12878.

Event description:
It was reported by the patient that post-op a hernia procedure in 2020, patient has been experiencing itching, burning sensation and swelling. A hernia has regrew in that place. Patient says he has gi problems, constipation, and intimate problems. He has surgery set up for mesh to be put in on (B)(6) 2022. No additional information was provided.